Event description:
It was reported that the customer experienced an issue with the pump's touchscreen, which was unresponsive and frozen, preventing any interaction. There was no adverse impact on the customer's blood glucose level. The customer planned to follow up for a reset, and the support team attempted to contact the customer multiple times but had not succeeded at the time of the report.